Manufacturer narrative:
Covidien customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. The alternate current (ac) power cord was replaced as a precaution. The cse performed the electrical safety test, ran calibration, short self-test and extended self-test. All test passed.(B)(4).

Event description:
Covidien received information that the 840 ventilator had a loss of power. There was no patient connected to the ventilator when the failure occurred.